Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a right side deflation. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b g1 h6.

Event description:
Physician reported a left side deflation and "valuular leak". The device has been replaced.

Event description:
Physician reported a left side deflation and "valuular leak". The device has been replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: based on the device analysis grid, the assessments of the complaint are: deflation observed opening assessed as to an unidentified (tear) opening. No shell thickness due to opening is under plug strap. Additional observations: crease flat observed in the device. No further actions are required as the device was implanted.